Manufacturer narrative:
Results of investigation: given the nature of the reported event, the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that, based on the limited information provided, the clinical root cause of the reported ¿painful and persistent local inflammatory reaction¿ cannot be definitively concluded. Although the material composition for the journey tibia base np is titanium which has been used for various implantations for decades the reported suspected allergy cannot be ruled out or confirmed. Per the complaint details, no further information has been provided and it is unknown if additional components were implanted in addition to the reported component since identification of other components are unknown. Patient impact beyond the reported symptoms and events cannot be determined. The patient¿s current health status was also not provided. Therefore, no further clinical/medical assessment can be rendered at this time. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of instructions for use for knee systems revealed in warnings and precautions that the patient should be advised to report any pain and unusual incidences. Although rare, metal sensitivity or allergic reactions in patients following joint replacement have been reported. Implantation of foreign material in tissues can result in histological reactions involving macrophages and fibroblasts. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition, implant sensitivity or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, six months after a journey ii system had been implanted, the patient presented a painful and persistent local inflammatory syndrome. Further information has not been provided.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).